Event description:
It was reported that the device exhibited sporadic problems with the cassette recognition and delayed start. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone 497518747199the affected device was received for evaluation. Service history review identified the device was related to a previous service. The device was in good condition and there was no physical damage. A visual and function test were performed, and the customer problem was not confirmed. The cassette detection worked properly. The root cause of the reported problem was unknown. As a result, the downstream occlusion (dso) sensor will be replaced as a preventative measure.